Event description:
Received call from sales rep, on 1/27/97, stating that a pt care assistant had received a "second degree burn" on the hand while unplugging a power cord from monitor. No details regarding degree-severity of the burn. No info as to type, model, serial number of device. Date of event is sometime in 1994. No device will be returned.